Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The device alarmed motor error during basic occlusion test due to tilted drive support disk. Unable to verify the error alarms due to the motor error alarms. The unit also was received with cracked case at the display window corners, severely scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin squirted out during the manual prime. Customer stated they are receiving compromised force sensor system alarm. A customer's blood glucose at that time was 150 mg/dl. Advised customer the insulin pump would be replaced. Nothing further was reported.